Event description:
A patient contacted baxter regarding a separation at the titanium adapter. Additional information has been requested from the patient's dialysis nurse. No injury or medical intervention was initially reported.

Manufacturer narrative:
Sample availability requested from the patient's dialysis nurse.